Event description:
The customer reports: client returns to the operating room to change catheter and noticed that it was not presenting the same flow / reflux in both pathways, making dialysis impossible.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Note: the complainer (person that notified anvisa) is not identified on anvisa system due to confidentiality reasons.

Event description:
The customer reports: client returns to the operating room to change catheter and noticed that it was not presenting the same flow / reflux in both pathways, making dialysis impossible.